Manufacturer narrative:
Internal file number - (B)(4). Implant date - the stent was not implanted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation located in the heavily calcified mid left anterior descending coronary artery. The 2.80x19 mm graftmaster covered stent was used to attempt to seal that perforation; however, the device could not cross the perforated area due to the anatomy. The 2.80x16 mm graftmaster covered stent was then attempted and was deployed at 16 atmospheres (atm) and sealed the perforation; however, after the device was deployed, an intracavitary perforation occurred. The intracavitary perforation was going into the right ventricle. A pericardial drain was performed and the physician did and echo to confirm that it was not extravasating. The physician was pleased with the outcome and did not perform any further intervention. The patient is doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.